Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (won't power up) was due to the f1 fuse being open. The cause of the open fuse was due to an excessive current. In addition, a non-critical defect was found. There was thermal damage found to the connector by an outside source. No physical damage from the thermal damage was found inside the battery. The root cause for the excessive current was unable to be positively identified. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery was unable to power on a monitor.